Event description:
Since getting breast implants in 2014, I had a series of health issues, to include hashimoto¿s, sick sinus syndrome, severe pain and swelling in joints, night sweats, heat intolerance, weight gain, stomach issues, difficulty taking deep breaths, migraines, and many other issues. All with no known cause. I am in the process of explanting in hopes this helps.